Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose was 379 mg/dl with polydypsia. It was reported the pump¿s basal and bolus histories correlated appropriately to the total daily dose history, and that the basal history and basal total in the total daily dose history matched the active basal program. The reporter noted the pump¿s settings were not recently changed and the patient remained on the pump. The reported elevated blood glucose and symptom do not qualify as a serious injury. This complaint is being reported because the alleged inaccurate delivery or unknown cause remained unresolved.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/12/2014 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed the pump was manually suspended and resumed on (B)(6) 2014 from 18:57 to 19:33. The basal program was blank on (B)(6) 2014 from 19:34 to 19:47. The total daily dose history appropriately reflects the basal and bolus histories. The keypad and bolus buttons were found to be appropriately responsive. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump successfully completed a delivery accuracy test without issue.